Event description:
It was reported that for five months, the patient experienced increasing urinary incontinence. The patient's artificial urinary sphincter (aus) appears to be working. The cuff was no longer closing sufficiently due to atrophy of the urethra. It was noted that the cuff was not the incorrect size when initially placed, and it was placed in the correct location. Additionally, the patient does not have a history of radiation therapy. The 5.0 cuff was explanted, and a new smaller cuff was implanted. There were no further patient complications.